Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged broviac catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.2fr broviac central venous catheter. The catheter terminated approximately 3cm distal of the clamping over-sleeve. Microscopic inspection of the distal end revealed striations typical of a sharp instrument cut. Usage residues were observed throughout the sample. The luer adapter was received detached from the catheter. A fragment of inner lumen tubing overlaid the luer adapter stem. The over-sleeve markings were worn near the crimp collar. Tactile inspection of the sample revealed tensile weakness throughout. Clamping impressions were observed near the crimp collar. Microscopic inspection of the luer adapter and crimp collar did not reveal any damage or defect. Inspection of the break in the tubing revealed a granular and sharply defined fracture surface. The break in the tubing was consistent with failure under tensile (pulling) stress. The abundant tensile weakness, clamping impression and depth marking wear indicated that a combination of tensile stress and clamping near the crimp collar resulted in the observed tubing break and luer adapter separation. The product IFU states ¿never clamp over the reinforced segment directly adjacent to the connector.¿

Event description:
The facility reported the patient present to emergency department with a broken broviac catheter. Per parents, the white hard plastic piece, just distal to the protective clamping sleeve, cracked and came apart. The parents stated they just pushed it back into place two days in a row and the line was working. It was stated that the integrity and sterility of the line was compromised and the catheter was repaired in the emergency department.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay0244 showed two other similar product complaints from this lot number.

Event description:
The facility reported the patient present to emergency department with a broken broviac catheter. Per parents, the white hard plastic piece, just distal to the protective clamping sleeve, cracked and came apart. The parents stated they just pushed it back into place two days in a row and the line was working. It was stated that the integrity and sterility of the line was compromised and the catheter was repaired in the emergency department.